Event description:
Additional information received indicated no further intervention will be performed and the patient will be monitored.

Event description:
During follow-up, decreased longevity was observed. Premature battery depletion is suspected. No intervention has been performed at this time. The patient was in stable condition.